Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb, assy, bkplane, pcs2,8150, acp, bracket, right hand, finish, bracket,left hand, finish, plate, power supply, finish, screw, pan semsph sz#8-32x.25lg, harness assembly, power supply, harness assembly, power supply, clip, cord, power supply, sl power, rohs, IV pole mounting assembly. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported the power supply burned the board. There was no donor involvement.